Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2005; 310f27 tissue valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. An interrogation of the patient's cardiac resynchronization therapy defibrillator (crt-d) found an episode of suspected electromagnetic interference that may have resulted in an inhibition of pacing. The crt-d remains in use. No patient complications have been reported as a result of this event.